Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent in infusion set cannula. The event occurred on (B)(6) 2024. The last infusion set was changed on (B)(6) 2024. The patient reported blood glucose level of 230 mg/dl value. The high blood glucose level has been managed by bolus pump. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.